Manufacturer narrative:
Philips service rebooted the system and identified that the ip pc requires further troubleshooting. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision screen was blank due to ip pc failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.